Manufacturer narrative:
The case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot number 100111411 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report received from a (B)(6) physician concerns a patient. The patient was injected with radiesse(+) into cheeks, for volume loss, on (B)(6) 2018. The batch number was reported as 100111411. A lot search was conducted on the reported lot and no cases we noted. In (B)(6) 2019, two weeks after radiesse(+) injection in the cheeks, the patient developed lumps and bumps that were not visible, also reported as subcutaneous nodules. A biopsy was taken. The outcome of the event was not reported. Follow-up information was received on (B)(6) 2019: the case was upgraded to serious. Biopsy report was provided. The patient was suspected with either caha filler dd granuloma, sarcoidosis, atypical mycobactin (ziehl-neelsen) or caha accumulation. A skin punch 0.5 x 0.3 cm was taken, and one fragment of 0.3 cm was totally embedded. After paraffin-embedding, an h-e staining was performed. The results showed skin punch built up by epidermis, dermis with signs of elastoid denigration and pore on subcutaneous fat with the presence of macrophages. A fragment of the subcutaneous fat contained foreign object particles, slightly birefringent at polarization, accompanied by an infiltration of macrophages, foreign object giant cells and some lymphocytes. In conclusion, the nodule in the right cheek had an image of strange object granuloma, as reported. The outcome of the event was left unknown.

Event description:
Follow-up information was received on 06-mar-2019: the physician informed that the issue did not get worse. The physician decided not to intervene anymore and she was going to wait to see if with the time the "nodules" were going to resorb. Therefore, the patient was not going to receive any treatment. The outcome of the event was left as not resolved.

Event description:
Follow-up information was received on 05-feb-2019: as reported, the physician was very scanty with providing information. The physician informed that she and the patient decided to wait with another corrective treatment until the beginning of (B)(6), due to the fact that the patient was planning on going on vacation at the end of (B)(6). As reported, the issue did not resolve yet, and therefore the outcome of the event was changed from unknown to not resolved.